Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a case/condition (moisture ingress) issue; moisture inside the battery compartment with no damage to the pump. There was no reported patient harm associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/28/2015 with the following findings: a visual inspection of the pump showed moisture in the battery compartment and on the battery cap. The pump passed a leak test. The pump cover was opened and no further moisture ingress was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.